Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display failure occurred. Compatible with other iabp devices.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed bad display. To fix the issue, the fse replaced the video receiver board and video receiver cable, after this replacement problem not reoccurred. Device completed repair with all functional and safety tests per  manufacturer  specifications.